Event description:
It was reported that after power up, the console won't go past booting. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console was serviced at the customer's site. During functional evaluation of the console, the reported event was confirmed. According to the field service report, the system was powered down and turned back, however, it didn't complete the warmup sequence after powered back on. Based on the available information, the most probable cause was determined to be cause traced to component failure.

Event description:
It was reported that after power up, the console won't go past booting. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.